Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. A burn smell was also encountered. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board and gouges to the pump motor b bonnet. The inverter board is located on the rear of the front panel assembly. A burn smell was also encountered during the internal inspection. The smell was due to the thermal decomposition of the t1 of the inverter board. A known good inverter board was installed and the touch screen became operational. The functioning inverter board was removed at the completion of the investigation. Visual evidence of dried fluid was found under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump during the inspection. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a clinic contacted fresenius technical support to report the liberty select cycler experienced a blank screen at the hardware screen. The contact stated that after the screen went blank the cycler emitted a burning smell. The fresenius technical support representative issued a replacement cycler and advised the contact to discontinue using the machine. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer for evaluation. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.